Event description:
Reporter noted corneal burn occurred during procedure.

Manufacturer narrative:
A company service rep checked system, including handpiece in question; found they met performance specifications. Contacted customer regarding possible causes of thermal injuries.